Event description:
This is the third of 4 reports for 2 incidents involving 2 heraeus medical devices and 1 dentsply medical device. On (B)(4) 2012, a dentist called to inquire how gluma desensitizer (gd) is to be used when placing a composite restoration. He said he uses prime and bond nt bonding agent (dentsply). He reported initially filling the tooth on (B)(6) 2012, and doing the first replacement on (B)(6) 2012. The pt returned (B)(6) 2012, with the filling out again. He said venus composite as the filling material but it is not possible to give the shade or a lot number because they do not write in the treatment notes for a posterior restoration. He described the restoration technique used. He said he etches and rinses, then applies gluma desensitizer for 30-60 seconds and rinsed under suction. He said he applies the prime and bond nt, then air dries and cures. He then repeats this procedure. He then adds the composite and light cures.

Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Method - no deviation from the directions for use was noted in usage of the gluma desensitizer. Gluma desensitizer has been shown in independent research to have no negative effects on bond strength with prime and bond nt. Bond failure may have occurred because of water and saliva contamination in the treatment area.